Event description:
Per the clinic, the patient was hospitalized (specific date not reported) for vertigo after sustaining a head trauma. The patient was treated with infusion therapy (type and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.